Event description:
On (B)(6) 2013, it was reported that the patient's infusion device shuts down automatically and restarts on its own again. The device does not display any error or alarm messages before shutting down. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The insulin pump is damaged due to a hard mechanical impact. Due to severe damages on the electronic components the insulin pump triggered error messages. E7 were found in the pump history. The insulin pump shouldn't be exposed to high mechanical forces. The problem mentioned by the customer is related to a handling issue.